Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation is able to be performed. H6 code of 4581 was chosen to capture the event of pneumoperitoneum. Pneumoperitoneum is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in france underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient was hospitalized to begin titration of duodopa. On (B)(6) 2024, a pneumoperitoneum was detected. On an unknown date, the tubing was removed as a result of the pneumoperitoneum and treatement with duodopa was ceased. On 05 apr 2024, new tubing was installed.